Manufacturer narrative:
Insulin pump received with blank display due to battery tube connector not properly plugged in to interface board. Insulin pump received with cracked case at display window corners. Insulin pump received with corroded battery tube. Insulin pump received with minor scratches on lcd board. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called to report that the insulin pump was dropped and is no longer responding. Customer's blood glucose levels were not included in the report. Product is being replaced.